Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Subarachnoid hemorrhage is a known inherent risk of mechanical thrombectomy procedure and is documented in the device's instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The event could not be confirmed, as cause could not be definitively determined. Note the patient's death was attributed to a mi which was determined to be concomitant disease related. MDR related to this event: 2029214-2016-00489, 2029214-2016-00490.

Event description:
Medtronic received of subarachnoid hemorrhage noticed on post intervention image. Three days later the patient was reported to have expired from myocardial infarction (mi). The mechanical thrombectomy device was reported to have been used twice in m2 of the left middle cerebral artery (lmca). However, there was persistent occlusion post device retrieval. A second thrombectomy device was used in m2 of lmca for one pass, which resulting in thrombolysis in cerebral infarction (tici) of 2b. No complications were reported. Post intervention image revealed subarachnoid hemorrhage (sah). The patient was reported to have died on the 3rd day post intervention ((B)(6) 2016). The death was attributed to a mi which was determined to be concomitant disease related. Baseline nih stroke scale was 16.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.